Manufacturer narrative:
Physio-control evaluated the device and observed that the service light illuminated every time the device was powered up and fault codes logged into device memory related to defibrillation. Further eval observed a burned and shorted capacitor, designator c36, on the biphasic pcb assembly. The pcb assembly will be replaced and the device returned to the customer for use.

Event description:
According to the reporter, the device's service light illuminates every time the device is powered up. The reporter did not know if this occurred during a pt use, but no adverse events were reported as a result of the device issue.